Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) medical center) . The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using their last arctic sun device, and the patient temperature (pt) was not registering. Verified probe registering on bedside monitor. Advised to swap out temperature in cable. Nurse was not sure if they have another available. Suggested reaching out to biomed for assistance.

Event description:
It was reported that the nurse stated that they were using their last arctic sun device, and the patient temperature (pt) was not registering. Verified probe registering on bedside monitor. Advised to swap out temperature in cable. Nurse was not sure if they have another available. Suggested reaching out to biomed for assistance.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.